Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed the reported phenomenon through pictures taken by olympus regional repair center in thailand. As part of our investigation, there was a similar case to the reported phenomenon. In that case, it was presumed that the corrosion occurred between the tip cover and the camera body because the device was stored with moisture remaining on the tip. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to an inappropriate storage of the subject device.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The device is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During incoming inspection for repair, a gap of adhesive of distal end was noted. There was no report of patient injury associated with this event.